Manufacturer narrative:
(B)(4). The complaint chamber is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that an mr290v vented autofeed humidification chamber leaked after six days of use. The hospital reported that this had happened before with two additional mr290v chambers. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(4) and was visually inspected. Results: visual inspection revealed that the chamber dome was cracked. A crack was observed by the hinge bracket and extends from the flange to the feedset port. Another small crack was observed approximately 4 mm from the base which propagates off the first crack. There were no stress marks around the crack. A lot check revealed no other complaints of a similar nature for lot number 130911. Conclusion: we were unable to determine the cause of the damage. However, it is known that pressures produced in excess of 80 cmh20 (8 kpa) may affect the integrity of the chamber. Every mr290 chamber is pressure tested to 200 cmh2o following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. The customer reported that the subject chamber was in use for six days before the leak was observed, which indicates that the chamber became damaged during use. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Maximum operating pressure: 8 kpa."

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that an mr290v vented autofeed humidification chamber leaked after six days of use. The hospital reported that this had happened before with two additional mr290v chambers. No patient consequence was reported.